Event description:
A femoral neck fracture was treated with a modular austin moore fenestrated hip prosthesis and a bipolar cup. The surgeon templated and broached the femoral canal for a large stem. Upon inserting the implant to the final depth a distal fracture of the femoral shaft occurred. Because of a previous experience with a fracture of the femoral shaft a x-ray was taken intra operatively and the distal femoral shaft fracture was reduced using cerclage wiresdevice labeled for single use. Patient medical status prior to event: unknown. There was multiple patient involvement. Number of patients involved: 2.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was not destroyed/disposed of.